Event description:
During a procedure of atherectomy and stenting of the left sfa, the protege everflex stent was deployed in the usual pin/pull manner. When the physician went in with a 5x200mm balloon, the stent appeared longer than the balloon by approximately 1-2 cm. Evaluation of a single returned image indicated that the stent was deployed in an elongated configuration. No injury to the patient was reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. Stent was implanted (B)(6) 2012.